Manufacturer narrative:
(B)(4) per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the (B)(4) thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, deployment of the (B)(4) xt valve in a previously implanted aortic surgical valve is not indicated per the labeling; therefore, the labeling (ifus and ew training manuals) do not instruct the operator how to manage the (B)(4) xt valve in this scenario. Other potential contributing factors are unknown as limited clinical information was provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. FDA codes for this 3500a form are listed below; system updates pending: method: no testing methods performed result: no results available since no evaluation performed conclusion: off-label, unapproved, or contraindicated use.

Event description:
During a transfemoral procedure into an existing surgical aortic valve, the 23mm (B)(4) xt valve was deployed in a too ventricular position resulting in significant paravalvular leak (pvl), requiring deployment of a 2nd valve. The patient was stable. As reported, post dilation was performed without success, pvl was persistent. The 2nd valve was deployed in good position with no central insufficiency or pvl.